Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device generator change procedure due to end of life (eol). During the procedure, the physician had difficulty unscrewing the lead from the pulse generator. Header was excised from the device. A new device and lead was placed. The patient was stable.